Manufacturer narrative:
An event regarding limb length discrepancy involving an accolade ii stem and a ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as device return, operative reports, x-rays and patient medical records would be helpful in investigating this event.

Event description:
It was reported that patient was revised on a left hip due to leg length discrepancy.

Event description:
It was reported that patient was revised on a left hip due to leg length discrepancy.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.